Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up noise and oversensing was noted when it comes to this device and competitor right atrial (ra) lead which showed up as atrial tachy response (atr) episodes. The pace impedance measurements also had increased and were out of range. An inquiry regarding the root cause of the noise/oversensing was requested from boston scientific technical services (ts). More review is pending. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted some jumps in the atrial pace impedance measurements by the end of the year. Ts discussion further testing to rule out a lead issue. Ts noted that there was a minute ventilation (mv) signal on the atrial electrocardiogram which suggests a high pace impedance condition and patient testing would be needed to try and identify the reason for the high pace impedance measurements.